Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with the manufacturing report number 9616099-2009-01254. Without return of the actual device in question for evaluation, it is not possible to determine the exact cause for this incident. A review of the device history records relative to the manufacturing, inspecting, and packaging of the lot was completed. The history records indicate this product was final inspection tested and was determined to be acceptable.

Event description:
A reported adverse event was received from clinical study post market surveillance 3826. After the carotid artery stenting (cas) procedure (on the same day), the patient developed stroke with symptom of consciousness disorder, language disorder and paralysis on the right side of the body. Argatroban hydrate and edaravone were administered. Cerebral infarct on the ipsilateral side was confirmed by MRI at the post-procedure. According to the physician, the filter basket could not capture debris properly. The after effect (details unk) still remained, though he is recovering gradually. The target lesion was left common to internal carotid artery. The patient was 79 years old male. There was moderate calcification and no vessel tortuosity, the rate of stenosis was 90%. The angioguard xp delivery and stent placement were successful. The lesion was pre-dilated with a 3.5mm balloon (brand unknown) to 8 atm. The filter basket was positioned correctly. It is unknown if the filter basket was filled with debris and the debris were escaping; however, debris was found within the filter basket after the removal of the angioguard. The information provided is the filter basket could not capture debris properly. The act was maintained greater than 300 while the angioguard was deployed. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instruction for use. There was nothing unusual noted about the device prior to use. The intended lesion was located on a carotid bifurcation from the common internal carotid artery. The target lesion vessel diameter was 0.644mm prior to the procedure. The angioguard was larger than the vessel. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device toward the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present prior to, at, or after the lesion site. There was no resistance noted while crossing the lesion. The device did not have to pass through a previously implanted stent. The stent fully expanded with good wall apposition. The lesion was not post-dilated after stent implantation. The user does feel the event was related to the angioguard. The patient had no known allergies to nitinol, nickel or titanium. The patient had neurological symptoms of visual blackout prior to the procedure. It is unknown if thrombus was noted pre or post deployment. The filter was distal enough from the lesion to prevent any interaction from the balloon. There was interaction between the filter basket proximal markerband and the distal end of the other devices used in the procedure. The filter basket collapsed into the capture sheath as evidence by a reduction in the filter basket diameter shown by the radiopaque strut markers. There was no difficulty experienced capturing the filter basket into the capture sheath. It is unknown if the user felt as if any debris escaped from the filter basket during withdrawal. It is unknown if the filter was suctioned prior to being withdrawn; however, an aspiration catheter was used during the procedure. The precise details are unknown. The angioguard was successfully removed. Additional information july 21, 2009 - there was abnormality in the way filter basket was capturing debris.